Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "hardness" and "mast cell activation syndrome (mcas)" which is ndr. This record is for the left side. Device remains implanted. It is unknown if device will be returned.